Manufacturer narrative:
The field service engineer replaced the power management and confirmed this resolved the issue for the customer.

Event description:
It was reported to philips that the v60 would not power on, and the unit is affected by the power management board field change order. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.